Event description:
Reportedly, the pt's family found that the pt became cyanotic due to the ventilator no longer ventilating. It was detected that the manometer did not move from zero. There was no alarm. The ventilator was running by ac power. Later, when the distributor checked the ventilator, it started ventilating normally. The pt had no harmful effects by the reported incident.